Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The proglide device was used in the subclavian vein. It should be noted that the electronic proglide instructions for use (eifu), states: the perclose proglide smc (suture mediated closure) system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU deviation contributed to the reported difficulties. Femoral imaging was not performed. It should be noted that the eifu states: perform a femoral angiogram to verify the location of the puncture site. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: device returned for analysis updated from not returning to returned. H6: type of investigation code 4114 removed h10: revised

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The proglide device was used in the subclavian vein. It should be noted that the electronic proglide instructions for use (eifu), states: the perclose proglide smc (suture mediated closure) system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. It is unknown if the IFU deviation contributed to the reported difficulties. Femoral imaging was not performed. It should be noted that the eifu states: perform a femoral angiogram to verify the location of the puncture site. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - device available for evaluation updated from returning to not returning.

Manufacturer narrative:
H6- device code 1494 clarifier: incorrect anatomy. H6- device code 2017 clarifier: failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right subclavian vein was attempted with a proglide device using the pre-close technique via a 7f sheath hole prior to a portacath implant interventional procedure. Reportedly, a suture retrieval issue occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 10f and the portacath implant procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.